Event description:
It was reported by the vns patients physician that diagnostic testing of the patients generator revealed high lead impedance (output current limit, dcdc = 7). As a result of the diagnostic test result, the generator was reported to have been programmed off. X-rays were taken and images were sent to the manufacturer for review. Review of the x-rays revealed no obvious anomalies on the portions of the lead that were able to be assessed, and the lead pin appeared to be fully inserted inside the generator connector block. A review of the programming and diagnostic history for the device revealed normal device function throughout the available history, and the last diagnostic test result available from (B)(6) 2012 was within normal limits. It was reported that no manipulation or trauma occurred that was believed to have caused or contributed to the high impedance. Additional information was received via receipt of an implant card indicating that the patient had surgery where it appears only the generator was replaced. Diagnostic test results with the new generator presumably connected to the existing lead were within normal limits (impedance measuring 2047 ohms). The implant card also indicated that the generator was replaced due to end of service, and the device was not able to be communicated with at the time of replacement. Attempts for additional information have been made, but no further details have been received to date.

Event description:
Additional information was received stating that a lead break was confirmed when the patient turned her head, indicating a possible positional lead break. The patient underwent lead replacement surgery on (B)(6) 2014.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to death or serious injury.

Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the lead. Type of device, name; corrected data: additional information indicates that the suspect device is the lead. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the lead. Date of explant; corrected data: additional information indicates that the suspect device is the lead. Device manufacture date; corrected data: additional information indicates that the suspect device is the lead.